Event description:
It was reported that during testing conducted at the manufacturer facility the device caused as bias current error to be displayed on the console. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The motor, the pc board and other parts were discovered to be third party parts. This unauthorized modification of these components can lead to the reported bias current error. The device has not been returned to the user facility at this time.